Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his belt clip broke and mentioned that his blood glucose was 405 mg/dl. No treatment information or discussion of high blood glucose symptoms occurred; the customer only requested a new belt clip. The insulin pump was not returned for replaced, and the customer received a replacement belt clip.